Event description:
Date of event: 2009.according to the information received, an end user reported that the tip of a catheter was broke off / not polished. The patient had used the catheter and was bleeding, due to sharp edges.

Event description:
Date of event: 2009. According to the information received, an end user reported that the tip of a catheter was broke off / not polished. The patient had used the catheter and was bleeding due to sharp edges.

Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. Device not returned for examination

Manufacturer narrative:
The return of the device was requested, but it appears the device is not available. Although the device was not returned, a photograph of the cut off catheter was received for evaluation. Coloplast examined the photo and confirmed the reported complaint of the catheter tip being cut off. No other complaints of this nature have been reported for this lot number. Device not returned for examination.